Event description:
Applied remote pads to patient. Attempted to cardiovert. Pressed shock button several times, and machine would not discharge. Attempted to cardiovert several more times and with out changing any settings, the shock was delivered. Medtronic was called to investigate the problem.